Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that she had the implant removed and now had a hole in her back and severe nerve damage.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0mp8d, implanted:(B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that they had a system explant. The patient had platinum in her forehead and only had one year to live. The patient wanted to donate her patient programmer. The patient thought that the stimulation was affecting her brain and it didn¿t work to relieve her symptoms. The stimulation worked at first during the trial but not after her permanent implant. There were issues with programming and they were never able to get it to work right for her. Adjustments with the programmer hadn¿t helped either. The patient reported that ¿electric went to right/ left leg and left side of the brain". The system was explanted on (B)(6) 2015. The primary reason for the explant was that it had not worked but she was also worried that the ¿electrical¿ from the implantable neurostimulator (ins) would mess with the metal (platinum) in her head. There were no traumas or falls reported . Information was omitted about an aneurysm the patient had as it was unrelated to the device or therapy. The event occurred during use. The indications for use (ifus) were urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.